Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the screw head is missing the hex feature. Also, the missing hex feature is evident based on the photos provided. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator training error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported the screw would not assemble to the driver. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.